Event description:
Rptr complains of confusion, depression, joint stiffness & pain, abdominal pain & gas, anxiety, ringing in ears, rashes, "burning", memory loss, sleep disturbance, heart palpitations, wheezing, scar tissue on ovaries & around colon (all stuck together). Pain down legs, hardening of breasts & blurred vision. Rptr has had calcium deposits and bleeding through envelope. Four closed capsulotomies were performed. Rptr states breasts are hard all the time. Depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, getting lost or confused, nerve damage, chronic swelling, chronic discoloration (red or blue), heat or cold sensitive, frequent low grade fever, irritable bowel syndrome, frequent migranes, severe headaches, connective tissue disease, rheumatoid arthritis, muscle pain and burning, sun sensivitve, unexplained severe itching, dermatomyositis, chronic fatigue syndrome, long-term extreme fatigue, clumsiness/drops things.